Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements. Noise was also noted. A recommendation by technical services (ts) to assess the lead was provided. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements. Noise was also noted. A recommendation by technical services (ts) to assess the lead was provided. Additional information noted that an alert was triggered for atrial pacing lead impedance measurements low and out of range. In addition, atrial lead noise and oversensing was observed on the electrogram (egm). It was noted that this alert will not retrigger until the device is interrogated with a programmer. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.